Event description:
During a in clinic follow up, increased capture threshold was observed on the left ventricular (lv) lead. Fluoroscopy was performed and the lv lead was found to be dislodged. The lv lead was capped and replaced to resolve the event. The patient was stable.